Event description:
40 incidents of leaking at the female luer adaptor when attaching to an angio cath. Leak occurred priming with saline. Some sets were primed with dierazi. No patient injury has been reported at this time. Samples are available for evaluation.